Event description:
It was reported that the patient's right hip revised due to pain. During the revision a loose cup was noted and revised.

Manufacturer narrative:
It was noted that the device, medical records, and x-rays would not be provided due to hospital/surgeon policy. A supplemental report will be submitted upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding loosening involving a secur-fit psl cluster shell was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records were made available for evaluation. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there has been no other event for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient's right hip revised due to pain. During the revision a loose cup was noted and revised.